Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous distal right coronary artery (rca). The physician initially attempted to direct the stent lesion with the 4.0x12mm liberte' stent, however, the device was unable to cross the lesion. The device was removed and the physician then predilated the lesion with an unspecified balloon. The liberte' stent was reinserted but was still unable to cross the lesion. The device was removed from the patient and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another liberte' stent. No patient complications occurred. Patient status is satisfactory.